Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the device from the body after firing and completing anastomosis during a laparoscopic esophagogastrectomy, the staple cartridge broke off and fell into the patient¿s cavity. It was stated that the surgeon attempted to detach the anvil to check the tissue ring inside the body instead of outside the body. The cartridge came out of the stapler and broke into several pieces. They believe they retrieved all of them but were not certain and found an extra piece of the reload that broke on the chest cavity right after they closed the patient. The pieces were removed upon visualization and with a grasper.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two photos were provided for evaluation. Visual inspection identified that the staple guide is in pieces and is disengaged from the instrument. It was reported that the staple cartridge broke off. A device-related casual link was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.